Manufacturer narrative:
(B)(4). The lot was manufactured from november 14, 2014 ¿ november 15, 2014. One unit was received for analysis. The unit was returned containing approximately 120 ml of fluid in its bladder. Visual inspection on the unit revealed no evidence of flow at the distal luer when the luer cap was removed. Microscopic inspection of the flow restrictor revealed the cause of the no flow problem was due to micro air bubbles blocking the fluid path inside the lumen of the glass capillary. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No flow was reported to have occurred during the testing of a small volume folfusor device. There was no patient involvement. The device was filled with 120 ml of cefuroxime. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.